Event description:
It was reported that pump experienced malfunction alarm identified by customer as malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted customer with reset, confirmed malfunction did not recur after reset, advised customer that pump use could continue, and instructed caller to contact support again if malfunction returned.